Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial positioning of the right ventricular (rv) lead, reverse current of injury was noted when the helix was extended so the lead was repositioned to a second more proximal location. Normal signal was noted and the lead was left in place. Thirty minutes later rapid response was called due to a drop in the patient's blood pressure. The patient experienced myocardial perforation with tamponade and pericardial effusion. Pericardiocentesis was performed bedside due to poor condition of the patient. The patient was stabilized and fluid drained. The leads were checked the next day and were found to be functioning properly. The cause of the perforation was determined to be due to the location of the first right ventricular (rv) lead placement. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.